Manufacturer narrative:
According to the instructions for use (IFU) for the 24fr retroflex3 introducer sheath set, the device is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and the sheath. The complaint regarding a separated distal tip was confirmed, but no manufacturing non-conformities were identified. All investigative activities point to patient factors rather than a device defect as the cause of the complaint. Visual examination of the returned sheath revealed pieces of the ro tip scattered about the bonding surface on the distal end of the shaft which suggests that the bond did not fail. There were multiple scratches extending along the shaft and up to the tip. The scratches suggest that the patient may have had more than the reported mild vessel calcification, which negatively interacted with the sheath during use. The minimum required vessel diameter for a 24fr sheath is 8 mm. In this case, it was reported that the access vessel minimum luminal diameter was 8mm with mild vessel calcification, and mild tortuosity. Although it was reported that there was mild calcification, it should be noted that the amount of calcification in a localized area may not be fully appreciable by imagery. It should also be noted that the sheath was inserted through a 10x15mm hemoshield conduit in the patient, as documented in the complaint file. At this time, it cannot be ruled out whether or not the conduit contributed to the complaint event. It is possible that the sheath tip got caught at the base of the ro tip and peeled off while interacting with the patient's anatomy (calcification) or the implanted conduit. The device history review (DHR) review did not reveal any issues which could have contributed to the complaint. A review of product verification (pv) sample data for this device lot number revealed that all samples passed the sheath shaft to ro tip tensile test with values greater than the specification. There are multiple inspections performed to the ro tip during the manufacturing process which makes it highly unlikely that a manufacturing non-conformance contributed to the reported complaint. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per the edwards clinical specialist (cs) report, upon removal of the retroflex3 (rf3) sheath during a tavr procedure by transfemoral approach, the sheath tip detached from the sheath shaft. A 10 x 15 conduit was used for arterial access. The tip fell off in the conduit on the wire, like a ring. There was no consequence to the patient. Additional information provided by the cs: the minimum luminal diameter (mld) measured 8mm at the right common iliac artery. The access vessel had minimal calcification and minimal tortuosity. There were no difficulties experienced with the insertion or removal of the sheath through the 10x15mm hemoshield. No added force was applied. The shaft of the sheath was intact upon removal and no scoring was noted.

Manufacturer narrative:
The affected sheath was returned for evaluation to edwards irvine; however, the radiopaque (ro) tip was not received. The images of the sheath and the sheath tip provided by the cs show evidence that tip was torn off (rugged edges along break). Visual inspection of the returned device revealed heavy scratches observed along the sheath shaft, and pieces of the ro tip that were observed to be scattered about the bonding surface on the shaft. This suggests that it was torn off due to patient anatomy and did not detach from an inadequate bond. The returned device diameter and wall thickness measurements just proximal of tip were found to meet specifications. The investigation of this event is ongoing.